Event description:
It was reported to philips that the system had boot up issues and needed several reboots in order to startup. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing a neurovascular procedure, which was delayed 20 minutes, and the system would occasionally not boot and required multiple attempts to complete the procedure. The field service engineer (fse) inspected the system onsite and confirmed that the system was having boot-up issues. Upon troubleshooting, the fse reviewed the log files and verified the suite pc, x-ray pc, and flex vision pc. The fse tried to reload the software and rebooted the system, but the issue persisted; then, the fse verified the power supply and found the pdu dual switch was faulty. To resolve the issue, the fse replaced the pdu dual switch module, rebooted the system, and reloaded the software. The defective pdu dual switch module was returned to philips for failure analysis, and the failed component was found to be the pdu fan tray, with an observed electrical defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation results code was corrected.